Event description:
It was reported that the patient expired. The cause of death was cardiac non-arrhythmic. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown. The patient was admitted to the hospital on (B)(6) 2017 with fever and septicemia. The patient was hypoxic and was diagnosed with sepsis, influenza, upper respiratory infection, clostridium difficile colitis, malnutrition moderate degree, atrial fibrillation, end stage renal disease on dialysis, heart failure systolic, diabetes, hyperlipidemia, and thrombocytopenia. He was discharged to hospice on (B)(6) 2017.